Manufacturer narrative:
Submit date: 2/7/17. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with an enteral feeding pump. The customer reports that the rotor is running slow, causing low feed. Additional information has been requested with no response to date. No patient harm was reported.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿rotor is running slow causing low feed.¿ the unit was triaged and the customer¿s reported condition was confirmed through duplication. It was noted that the pump¿s software upgraded. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.